Manufacturer narrative:
B6/b7): patient information regarding relevant tests/laboratory data or medical history are unk. H3): the 13f tightrail was not returned, thus no returned product investigation was performed. H6): great vessel perforation is a known risk of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove two right ventricular (rv) leads (one abandoned and one active) due to lead damage and a redundant lead. Spectranetics lld #2 lead locking devices (lld #2s) were inserted into each lead to provide traction; however, the lld #2 in the abandoned lead advanced only to the area of lead damage and became stuck, but was able to be used, despite not being deployed. Using spectranetics devices (16f glidelight laser sheath and 13f tightrail rotating dilator sheath), the active rv lead was successfully removed. Then, while working to remove the abandoned rv lead with use of the 13f tightrail, the patient's blood pressure dropped and a pericardial effusion was detected. Rescue efforts began, including pericardiocentesis. The patient had a cardiac arrest (blood coagulated in a strange way) and a sternotomy followed; a perforation in the superior vena cava (svc) was discovered and repaired. The abandoned rv lead was cut (with the lld #2 being removed in its entirety), with the lead remnant remaining in the patient, and the patient survived the procedure. This report captures the 13f tightrail in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.